Event description:
A physician reported that during surgery they have noticed that the intraocular lens stuck inside the preloaded device and the surgery was completed by using another unknown lens. No patient impact was reported. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in d9, h3, h6, and h11. The device with the lens was returned loose in the carton. The plunger lock and the lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was advanced to mid-nozzle and has underrode the lens. The lens was located in the nozzle entry area. The lens was shifted on top of the plunger with the leading haptic extended toward the left side of the device. The trailing haptic was misfolded under the optic and broken in the gusset area. The nozzle tip was bent and stress lines were observed at the area of bent damage. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Topcoat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The product investigation could not identify a root cause for the reported complaint. A plunger underride was observed. The lens was shifted and located on top of the plunger in the nozzle entry area. It is unknown if a qualified viscoelastic was used. The manufacturer's internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information has been provided in d.3., and g.9. D.3. Product manufacturing site updated due to product serial number was missed to be added on initial MDR submitted. G.9. Manufacturer report number corrected and reported under 1119421-2025-01019. The manufacturer internal reference number is: (B)(4).